Event description:
A quality service received a report stating "the tubes really kinking in places not visible, in the patient's mouth." It was also reported they have stopped use of the devices, given that it possibly could lead to difficulties if they do not "look inside the patient's mouth you would miss the kinked".

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The device was used on a patient and there was no report of harm to the patient. It was also stated the device was not removed or discontinued on the patient. A follow-up email was sent on (B)(4) 2014 requesting the full address of the complainant, however no additional information has been received at this time. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.